Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes with needles luer slip were missing scale markings. No report of serious injury or medical intervention.

Manufacturer narrative:
Samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Investigation conclusion: it was performed DHR evaluation and maintenance occurrence was observed. Based on this occurrence the potential causes for the problem is: barrel jam at marking machine entrance - fixed according sap (B)(4); the defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that bd syringes with needles luer slip were missing scale markings. No report of serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that bd¿ syringes with needles luer slip were missing scale markings. No report of serious injury or medical intervention.